Manufacturer narrative:
The technician isolated the problem to a stuck CPR switch. He replaced the CPR switch and this resolved the unintentional movement.

Event description:
Information received indicates the head section will rise to approximately one foot and then run back down on its own.